Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from (B)(6). This is a solicited report by a nurse from (B)(6) of recurring peritonitis and hypotension in coincident with imported extraneal viaflex (lot numbers w1a15b1; w1b03t1) and gambro dialysis solution therapy. On an unreported date, the patient began treatment with extraneal viaflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient began treatment with gambro dialysis solution (dose, frequency, lot number, route, and indication not reported). On (B)(6) 2011, the patient began using (imported product from (B)(4)) extraneal viaflex lot number w1a15b1 (dose, frequency unknown) and experienced peritonitis. On (B)(6) 2011, the patient began remedial therapy with unspecified IV antibiotics (doses and frequencies not reported). On an unreported date, extraneal viaflex (lot number w1a15b1) was "stopped". On (B)(6) 2011, (imported product from (B)(4)) extraneal viaflex lot number w1b03t1 was restarted. On that same date, the patient experienced hypotension as evidenced by a blood pressure reading of 100/63 mmhg. On (B)(6) 2011, blood pressure readings were performed, while the patient was seated and standing, the results were reported as 102/62 mmhg and 84/53 mmhg respectively. On unspecified dates, the patient experienced recurring peritonitis reported as "3 episodes", and was treated "several times with antibiotics". On (B)(6) 2011, the patient began remedial therapy with unspecified IV antibiotics (doses and frequencies not reported). On (B)(6) 2011, the patient began remedial therapy with unspecified IV antibiotics (doses and frequencies not reported). At the time of this report, the event of recurring peritonitis had not resolved, and the outcome for the event of hypotension was unknown. It was unknown if gambro dialysis solutions were ongoing. The reporter considered gambro dialysis solutions as co-suspect. Action taken with extraneal vialfex (lot w1b03t1) therapy was reported as ongoing. The nurse did not provide an assessment of causality for the event of recurring peritonitis. The nurse considered the event of hypotension to be possibly related extraneal viaflex therapy. The nurse did not provide an assessment of causality for the events of recurring peritonitis and hypotension in relationship to gambro dialysis solutions.